Event description:
It was reported that during a normal in-clinic check, low r-waves and inappropriate capture were observed. The patient was asymptomatic. Dislodgement was observed via chest x-ray. The lead was repositioned and remains implanted. The patient tolerated the procedure well and will continue to be monitored normally.